Event description:
According to the reporter: the black support piece above the golden ring was released and fell inside the pt's cavity. This happened once the bag was removed. The piece was identified and removed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).